Event description:
Baxter greece reports a transfer set with a tubing leak. The leak was noted by the pt as soon as he had left the hosp. The transfer set had just been installed. The pt returned after a few mins because he noticed that his clothes were wet. The transfer set was replaced. No pt injury or medical intervention reported.